Event description:
It was reported that the patient experienced a loss of therapeutic effect and sciatic pain in her left leg. The patient noticed the change in (B)(6) 2011 while she was doing some heavy gardening. It was unknown if the gardening was related to the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Continued from concomitant medical products. Lead model 3889-28 lot# v561293 implanted (B)(6) 2010 explanted unk; programmer model 3037 serial# (B)(4).